Event description:
It was reported that the capture management may have made an unexpected adjustment which did not match the programmed settings. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The right ventricular capture management can be explained as normal behavior. There is no evidence provided that the device set the output to 5v and 1.0 ms. Concomitant: 6947-65 lead 2008-(B)(6); 1688tc st. Jude lead 2008-(B)(6). (B)(4).